Event description:
In morning after use, extreme burning on chin and upper neck. Is the product over-the-counter: yes. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. How was it taken or used: oral. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product: denture adhesive.